Manufacturer narrative:
Continuation of d10: product ID a610. Product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a610. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported there was a recurring system error that was seen on the clinician programmer when interrogating the implantable neurostimulator (ins). The application was closed and restarted, however, the error persisted. Also, completely restarting the tablet did not resolve the issue nor did interrogating the ins with a different tablet. Additional information was received indicating the specific error code was 0x4b81f1a3. Additional information was received indicating the last time of interrogation was on (B)(6) 2021. Additional information was received. Troubleshooting provided: interrogating ins with clinician programmer, ins cleared, and re-interrogated with tablet and reprogrammed resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID a610, serial# unknown, product type: software. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new¿malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.